Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The account manager reported the t.w. Power supply serial# (B)(4) missing knob to adjust power level. At this point no longer functional for demos or in-services. No patient involvement.

Event description:
The account manager reported the t.w. Power supply serial# h10040361g missing knob to adjust power level. At this point no longer functional for demos or in-services. No patient involvement.

Manufacturer narrative:
Correct section - h6 - device code change to component missing. (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. The device was returned to the factory for evaluation on (B)(6) 2020. A photograph was provided by the account. A photographic inspection was conducted. The knob of the power supply was observed to be missing from the power supply. No other visual defects were observed. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The knob of the device was observed to be not attached to the power supply. The detached knob was not returned for evaluation. Based on the returned condition of the device, the reported failure "component missing" was confirmed.